Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. On the field report of perforation or pericardial effusion or cardiac tamponade, which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead was explanted after five days of being implanted as result of a perforation. This patient was treated for pneumothorax and a new lead was successfully implanted. Lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted after five days of being implanted as result of a perforation. This patient was treated for pneumothorax and a new lead was successfully implanted. Lead is still pending to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. On the field report of perforation or pericardial effusion or cardiac tamponade, which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead was explanted after five days of being implanted as result of a perforation. This patient was treated for pneumothorax and a new lead was successfully implanted. Lead has been returned for analysis. No additional adverse patient effects were reported. Additional information was received indicating that during a technical services (ts) consult, the patient mentioned that this rv lead dislodged.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. On the field report of perforation or pericardial effusion or cardiac tamponade, which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead was explanted after five days of being implanted as result of a perforation. This patient was treated for pneumothorax and a new lead was successfully implanted. Lead has been returned for analysis. No additional adverse patient effects were reported. Additional information was received indicating that during a technical services (ts) consult, the patient mentioned that this rv lead dislodged. After more than one year, patient reported that this rv lead was removed due to a heart and lung perforation.